Event description:
It was reported that intermittent far p-wave oversensing was observed during the implant procedure. Programming changes were made. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).